Event description:
Edwards received notification that a patient with a 23mm carpentier edwards valve implanted in pulmonary position underwent a valve-in-valve procedure after unknown implant duration for unknown reason.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section a1 (patient identifier), a2 (patient age and date of birth). Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (device code(s) and h6 (health effect - clinical code). Initially, it was reported that this patient with a 23mm carpentier edwards valve implanted in pulmonary position underwent a valve in valve procedure after an unknown implant duration due to calcification. However, through investigation it was learnt that this patient underwent a valve in valve procedure after an implant duration of approximately 15 years due predominantly to stenosis and with a degree of regurgitation. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis. These are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that a patient with a 23mm carpentier edwards valve implanted in pulmonary position underwent a valve-in-valve procedure after an implant duration greater than 15 years due predominantly to stenosis and with a degree of regurgitation. The patient presented with dyspnea. A transcatheter heart valve was successfully implanted within the surgical device. The patient was noted as to be discharged home.